Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous distal right coronary artery. A 3.50 x 32mm promus element plus drug-eluting stent was advanced and was unable to cross the target lesion. Then, the distal edge of the stent got flared. The procedure was completed with another 3.50 x 32mm promus element plus drug-eluting stent. No complications were reported and the patient's status was good.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).